Event description:
It was reported the patient had two small crusty, white and red burns above the location of the needle placement post radio frequency (rf) ablation procedure. Prior to the procedure the physician stated the ground pad was placed on the patient's thigh, and when the procedure started a notification appeared on the generator screen to check the connection. Once the connections were checked the procedure was successfully completed and it is then that the burns were noted. No further information has been obtained despite good faith efforts.